Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alert and a hypoglycemic event. The date of issue is an approximation. The patient reported that their receiver did not alert them when they had a low. Their low reading was 28mg/dl. It was indicated that the patient had multiple sensor failures and that they were dizzy from their low event while they were driving. There were no further event details provided. No additional patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.